Event description:
Ablation catheter caused a puncture of the right ventricle during mapping of the chamber resulting in tamponade. Diagnosis or reason for use: mapping the right ventricle for possible vt ablation.